Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they planned to conduct a vascular closure with 6f a angio-seal device after percutaneous coronary intervention (pci). The pci surgery was in the lad. A pre-deployment angiogram was confirmed with the indication. After the deployment, blood leakage was found and the whole device was pulled out. They changed to a new 6f angio-seal device to close again. The second deployment went on successfully. Patient history: hypercholesterolemia, hypertension and a tobacco user. The bleeding occurred in the procedure room. The patient was not hospitalized due to the event. The patient was in stable condition and recovering. There was no patient consequences. Additional information was received 16october2019: a 6fr. Sheath was used.